Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a positive driveline culture for serratia and also grew stenotrophomonas. There was drainage/exudate on the driveline site. It was stated that the latest wound culture from (B)(6) 2024 still tested positive for the same agent. Treatment plan was ertapenem intravenously then meropenem. The patient was also on an oral agent for two weeks. They were stable at home, and there was no readmission.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.